Event description:
Tpn's mixed, inspected, packaged and sent via fedex to the pt. Pt noticed leaking from bottom of box and refused package. Package sent back by fedex without being handled by pt. Found 1 bag in box with lower chamber empty. Found leaking fluid from split in bag on non-printed face underneath pharmacy label. Split located approx 1/3 up length of larger chamber almost near center of bag.